Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had two stored episodes where device delivered four bursts of inappropriate anti-tachycardia pacing (atp) and twelve electric shocks for what appeared to be atrial fibrillation (af) with rapid ventricular response (rvr). Neither atp nor shocks were effective in converting the rhythm. Device remains in service. No additional adverse patient effects were reported.